Event description:
Our affiliate is reporting to us that during 3 separate procedures on the same day using a mitek vapr generator and footpedal, the "coagulation" mode would not work. The surgeon tried several electrodes, however the issue persisted. At this point, the surgeon went to an open technique for remedy. It is not clear why the surgeon chose to proceed to the 2nd and 3rd cases with the devices given their experience with the 1st case. Questions are out for further detail and clarity. Also see associated mdrs 1221934-2011-00194, 1221934-2011-00195, 1221934-2011-00196, 1221934-2011-00197 and 1221934-2011-00198.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.